Event description:
It was reported that a patient was hospitalized for an arthrectomy and osteotomy with arthrodesis for a scoliosis. The device did not hold the 2 rods correctly despite maximum tightening. The device was replaced. Late management of the patient with a delay in the surgery was reported.

Event description:
It was reported that a patient was hospitalized for an arthrectomy and osteotomy with arthrodesis for a scoliosis. The device did not hold the 2 rods correctly despite maximum tightening. The device was replaced. Late management of the patient with a delay in the surgery was reported.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: the customer reported event was not confirmed because the device functioned as expected during inspection. The rod to rod connector was returned with both rods attached to it. A visual inspection was performed and no visual non-conformances were identified. The blockers had full contact with the rods. No deformation was found on the blockers as the hex shape was intact for both. The rods were attempted to be moved, but were stiff and immobile in the connector. No looseness was observed. The rod to rod connector functioned as expected and the reported complaint could not be duplicated. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: since no issues were found with the returned product, the reported complaint was unable to be duplicated as the device functioned as expected, a root cause cannot be determined.